Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in it was discovered the needle wouldn't retract in two devices. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer two catheters failed.   Nurse entered vein with catheter but when button was pushed the catheter to retract the needle the whole catheter drug out as well. The second IV catheter used also malfunctioned by trying to pull the catheter out while retracting the needle. The needle had to be pulled all the way out of the catheter before retracting button was pushed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in. It was discovered the needle wouldn't retract in two devices. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer two catheters failed.   Nurse entered vein with catheter but when button was pushed the catheter to retract the needle the whole catheter drug out as well. The second IV catheter used also malfunctioned by trying to pull the catheter out while retracting the needle. The needle had to be pulled all the way out of the catheter before retracting button was pushed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.